Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at the tip at 222,142 joules of use. The case was continued using a second fiber, which was reported to have been damaged at the tip at 1,224 joules of use. The case was completed using a third fiber. There was no injury reported. This report is for the second fiber used.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit melted glass, detritus and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/ user handling, due to anatomical/ procedural factors encountered during the procedure.